Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a misalignment of the stylus and cursor on screen of the programmer. The stylus does not work in the upper left corner and the cursor goes to the middle of the screen. The programmer is expected to return for service. There was no patient involvement.